Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a hurricane rx biliary balloon dilatation catheter was used during a dilation of the papilla performed on (B)(6), 2012. According to the complainant, during the procedure, the balloon would not fully inflate. The physician checked the balloon and it looked like there was a leak in the balloon material. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device revealed no defects to the catheter of the device. Functional testing was performed; however a pinhole leak was noted in the balloon material upon inflation of the device. The most probable root cause for this complaint is operational context; this failure occurs when anatomical or procedural factors encountered during the procedure limit the performance of the device (e.g., the balloon comes into contact with a sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.